Event description:
It was reported that the patient had the pump and catheter explanted in 2002, because of an abdominal wound infection. The patient experienced erosion, infection, and fever associated with the event. The daily dose of lioresal 500 mcg/ml being delivered via pump was not known. The patient recovered without sequela.